Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material #: 400866 batch#: 0001517039 it was reported by customer that their team has informed that the bupivacaine in these packs is not testing correctly for strength resulting in the patient not getting full numbness. Rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no additional information: epidural anesthesia was performed using a different drug, meaning the patient was impacted by having to have 2 separate anesthetics. Discussed the spinal experience with the patient, she says that initially she felt the effects of the spinal by numbness in her feet, she had loss of cold sensation and loss of scratch sensation to approximately 10 initially. When pre procedure test was performed, patient had sensation fully. This was after a period of 20 minutes post spinal. Decision to perform 2nd anesthetic occurred at that time.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: five trays were provided to our quality team for investigation. The products were visually inspected, no damage or other issues were identified within any of the ampules of medication. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001517039 was performed and no recorded quality problems or rejections were found, all procedural and functional requirements for product release have been met. We reviewed our sterilization records, no issues were identified during the sterilization process. The certification of analysis, provided to bd by the supplier has been reviewed for the reported lots, all testing done by the supplier verifies the product passed required inspections and is authorized for use. Based on the available information we are not able to identify a root cause related to our process that could impact the efficacy of the medication provided within our kits. The medication within the kit is provided by a supplier. We have notified the supplier of this incident. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.